Event description:
When attempting to place a stent, the balloon of the stent delivery system (sds) would not inflate. The patient is a male. The vessel had no calcification and was not tortuous. The rate of stenosis is unk. The product was properly inspected and prepped prior to use, and no anomalies were noted. The lesion was not pre-dilated. There was no difficulty accessing the lesion with a guidewire, tracking the device to the lesion or crossing the lesion with the sds. When the balloon of the sds would not inflate, it was carefully removed from the patient, and a smart control stent was successfully placed. There was no reported injury to the patient.

Manufacturer narrative:
While attempting to place a stent in an unknown artery, the balloon of the stent delivery system (sds) would not inflate. The vessel was described as having no calcification or tortuosity and the rate of stenosis was unk. The product was properly inspected and prepped prior to use, and no anomalies were noted. The lesion was not pre-dilated. There was no difficulty accessing the lesion with a guidewire, tracking the device to the lesion or crossing the lesion with the sds. There was no reported patient injury. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassembly parts and confirmed that subassemblies met all requirements per the applicable mqp as well, including the burst test values. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.